Manufacturer narrative:
No radiographs or x-rays were received. Product ID was confirmed through case sheet provided. A lot number was not provided, so a DHR review and product investigation cannot be completed, as the device remains in-situ. Review of labeling notes: intra-operative warnings if the system/construct contains screws, prior to soft tissue closure, recheck all screws to ensure they are tightened. Failure to do so may cause loosening of the other components. Postoperative warnings the patient should be advised to limit and restrict physical activities, especially lifting and twisting motions and any type of sport participation. The patient should be advised that implants may bend, break or loosen despite restriction in activity. Possible adverse events: bending, disassembly or fracture of implant and components. Loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain. It is unknown if the patient sustained a fall. The patient's anatomical condition and the effects on the stability of the implant and/or construct may be unknown contributing factors. The root cause of this event cannot be determined. No conclusions can be drawn.

Event description:
On (B)(6) 2015 index surgery occurred, that included an unknown pedicle screw hardware system (l4-s1) and an interbody (l5-s1). On (B)(6) 2018 revision surgery, due to adjacent disease, occurred to have all existing hardware removed and replaced with mariner pedicle system (l3-s2ai). On (B)(6) 2018 a wash out to evacuate a seroma, which the surgeon suggested came from a reaction due to a non-seaspine / isotis biologic, occured. During the wash out, when the deep fascia was incised, the surgeon noted a cap had disengaged (s2ai). Surgeon tightened the cap back to the tulip and all other caps were checked prior to closure. No hardware was removed. Surgeon will continue to monitor patient progress.